Manufacturer narrative:
(B)(4). Per visual inspection: no physical damage noted. Customer reports: inpen is malfunctioning, not getting the right amount insulin. The inpen will not dispense any insulin. The inpen paired to the commercial app manually with small pairing dose. The screw is not bent. However, the inpen leadscrew and dose nut rotate together when dispensing and retracting due to broken bond at the injection nut. Unable to perform functional testing due to broken bond at the injection nut. In conclusion: the customer complaint of inpen not dispensing insulin is confirmed.

Event description:
Information received by medtronic indicated that the insulin pen had dose log inaccuracy was not giving correct dose. Customer stated that when they tried priming different amount of insulin was coming out. Harm requiring medical intervention was reported. Troubleshooting was not performed, and the customer will discontinue to use the device.